Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 527 mg/dl. The customer stated that they received multiple insulin flow blocked alarm. The customer treated high blood glucose using insulin pump and manual injection which lead to low blood glucose level of 51 mg/dl. The customer treated low blood glucose with glucose tablet. Troubleshooting was performed for insulin flow blocked alarm and insulin exited the infusions set tubing. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin flow blocked alarm /occlusion alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarm noted during testing. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.